Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2012 and (B)(6) 2013; due to skin thickening and overgrowth around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(6). This report is filed january 17, 2014. Implanted device remains.